Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt status post lumbar construct l4 to s1 in (B)(6) 2010 returned to surgeon for a follow up visit. An x-ray on an unk date showed the screw head slipped off the construct at l4. During the removal procedure, the surgeon discovered the locking cap was in place and tight and noting nothing was wrong with the rods. Surgeon removed the screw and inserted another screw with locking cap. To be on the cautious side, surgeon did replace the rod to have a new one in place.